Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user states the incorrect seat was ordered and the provider refuses to assist in replacing the upholstery for him. He explained to the provider the part he needed due to being held together by duct tape.